Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded act button keypad trace. The insulin pump had minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported a button error alarm. The customer's blood glucose was unk. The customer could not recall any significant events, leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.